Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spinous process clamp short was damaged. There was no patient involvement. How the instrument got damaged or what events lead to the instrument being damaged was that the clamp could not be opened again.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. The clamp was replaced and the system then passed testing. Codes b01, c13, and d02 are applicable to this analysis. The spinous clamp, lot number: 230215, was returned to the manufacturer for analysis. The retainer ring had been pulled from the adjustment screw and is missing from the returned clamp. As a result, the clamp could be closed with the screw, but it was not able to open the clamp. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.